Event description:
Per the clinic, the patient experienced poor performance with device use due to improper placement of the electrode array and migration of the receiver/stimulator unit.the device was explanted on (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 11, 2013.